Event description:
It was reported via repair work order that the head section load wheel was bent and broken with sharp edges which could effect loading of the cot into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.